Manufacturer narrative:
System components: pump, model- 72400098, lot sn- (B)(4), mfg date- 07/28/2016, exp date-07/05/2021, gtin- (B)(4). Balloon, model- 72400024, lot sn- (B)(4), mfg date- 08/02/2016, exp date- 07/06/2021, gtin- (B)(4).

Event description:
It was reported that the patient is requesting a revision for an artificial urinary sphincter(aus) device due to recurring incontinence. In 2015 the patient was diagnosed with prostate cancer and underwent radical prostatectomy. The patient then experienced urinary incontinence and sexual impotence and therefore had a rigid prosthesis placement and urethral sphincter placement. The sphincter can not close in its entirety due to the penile prosthesis so urinary incontinence is ongoing. A new inflatable prosthesis is needed. The persistence of the urinary incontinence is causing the patient to use a geriatric diaper and reports that this is harming his social and professional life because he needs to change several times a day. Due to his current clinical situation the patient reports that he feels discouraged and is isolating himself. A physical examination showed fraudal dermatitis in the inguinal and suprapubic regions with lichenification and a revision surgery is requested. A patient condition of stable was reported.